Event description:
It was reported that the handpiece caused an error 3 at start of case. The caller did not have any other details about problem or procedure. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument.